Manufacturer narrative:
Per the clinic, on (B)(6) 2016 the patient was administered kenalog injections around the abutment site. The implanted device remains. The implanted device remains.

Manufacturer narrative:
This report is filed, (B)(6) 2016. : the implanted device remains.

Event description:
Per the clinic, the patient experiences skin reaction issues at the abutment site that have been treated with steroid and fluorouracil injections. The implanted device remains.